Event description:
It was reported that stent was difficult to view under fluoroscopy. The 81% stenosed target lesion was located in the non-tortuous and severely calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the physician was unable to clearly see the stent struts under fluoroscopy making it difficult to find good stent placement before inflation of the stent within the vessel. The stent was deployed without any issues. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent was difficult to view under fluoroscopy. The 81% stenosed target lesion was located in the non-tortuous and severely calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the physician was unable to clearly see the stent struts under fluoroscopy making it difficult to find good stent placement before inflation of the stent within the vessel. The stent was deployed without any issues. No patient complications were reported and the patient's status was stable. It was further repoted that it was not poor visibility due to a fault on the stent's part but due to a possible equipment or radiation fault. The physician used another drug-eluting stent as a point of comparison to determine if it is a synergy problem or if it could be a more technical issue related to the equipment and or the radiation. The physician decided to use a non-bsc stent and when he delivered and expanded the stent, it was clear that the non-bsc stent too was not visibly clear under fluoroscopy giving all present a reason to believe that the issue is due to a possible equipment or radiation fault.

Manufacturer narrative:
F10: device code update from material integrity problem to adverse event without identified device or use problem.

Event description:
It was reported that stent was difficult to view under fluoroscopy. The 81% stenosed target lesion was located in the non-tortuous and severely calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the physician was unable to clearly see the stent struts under fluoroscopy making it difficult to find good stent placement before inflation of the stent within the vessel. The stent was deployed without any issues. No patient complications were reported and the patient's status was stable. It was further reported that it was not poor visibility due to a fault on the stent's part but due to a possible equipment or radiation fault. The physician used another drug-eluting stent as a point of comparison to determine if it is a synergy problem or if it could be a more technical issue related to the equipment and or the radiation. The physician decided to use a non-bsc stent and when he delivered and expanded the stent, it was clear that the non-bsc stent too was not visibly clear under fluoroscopy giving all present a reason to believe that the issue is due to a possible equipment or radiation fault. It was further reported that the previously reported issue was not for the 3.50 x 32 synergy drug-eluting stent.